Event description:
This case was reported by a consumer and described the occurrence of anemia in a (B)(6) female pt who received super poligrip extra care with poliseal (formulation number (B)(4)) and super poligrip comfort seal strips for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started the formulations of super poligrip gel and super poligrip strips. At an unk time after starting the formulations of super poligrip, the pt experienced anemia, and high iron levels. This case was assessed as medically serious by gsk. Treatment with super poligrip formulations was discontinued. At the time of reporting, the outcome of the events was unk.

Manufacturer narrative:
Super poligrip comfort seal strips are manufactured in (B)(6). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).